Event description:
A patient with severe restrictive atrial septal defect (asd), taken urgent to cathlab for atrial septostomy/ septoplasty. Access via umbilical site with manipulation, not able to access. Wire placed via femoral vein. After entering the heart, the wire broke off at the stiff end of the shaft. Attempting retrieve broken off piece inside heart, patient decompensated, arrest situation initiated, wire found, perforated the heart, caused hemopericardium. Card surgery, sternotomy/extra corporal membrane oxygenation (ECMO) cannulation performed. Decompress. Lap with large hemoperitoneum. ECMO initiated, chest & abdomen further explored. Believe abdominal hemorrhage not due to wire function, bleeding occurred most likely due to manipulation catheters/sheath in umbilical vein(was before wire broke). Angiogram/ exploration: no evidence of injury, no obvious injury to ductus venosus or inferior vena cava (ivc). Liver capsular tear w/no active bleeding, bowel viable, consistent with changes seen with high pressure & CPR, not lac from catheter. Pt transferred to cardiac intensive care unit (cicu) for stabilization, treatment, & further resuscitation.